Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging other settings issue. The patient reported developing symptoms of confusion and memory loss which they associated with low blood sugar. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event as the reported symptoms do not meet lifescan's criteria of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.